Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4)

Event description:
Treatment of two aneurysms located in the left ica (internal carotid artery). The main aneurysm was 8mm x 5.5mm and was just proximal to the ophthalmic segment. The second aneurysm was 5mm x 3.5mm and located distal to the supraclinoid segment. The patient's anatomy was tortuous. The patient was given aspirin and plavix prior to the procedure and given heparin intra-operatively. On (B)(6) 2014, the patient underwent pipeline embolization. The first pipeline's (4.5mm x 20mm) distal end jumped back past the neck of the aneurysm, so it was removed by trapping the braid between the capture coil and the catheter. The second pipeline (4.75mm x 18mm) was deployed and needed balloon angioplasty (an option presented in the instructions for use, u.s.) To achieve full wall apposition; however, the proximal end of the pipeline moved distally toward the neck of the aneurysm as the balloon was advanced toward the pipeline. Another device was used to elongate the pipeline. Another pipeline (4.75mm x 12mm) was advanced to the lesion and opened, but it was unable to release from the capture because of the tortuous anatomy. This device was also removed by trapping the braid between the capture coil and the catheter. The patient was reported to be in stable condition. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2014-00415.